Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. The patients nurse described the area as skin peeling. The affected areas were the right hypochondrium and the left abdominal region. The redness was round, like an electrode. There was no alleged device malfunction contributing to the irritation. The patient¿s physician nurse suggested to patient to keep area clean, dry and apply baby powder for the skin irritation. Follow up indicated that the skin irritation improved.